Manufacturer narrative:
(B) (4).

Event description:
The pt's father stated that his son's device was explanted shortly after implant, due to an infection. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.